Manufacturer narrative:
Olympus was informed that this is a duplicate case. Therefore, an evaluation/investigation was not performed and this report is closed without any further actions. See original report (MFR report number: 9610773-2019-00169) for evaluation/investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved during a follow-up procedure. No further information was provided.